Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the reported condition and contacted technical support for further assistance. The fse stated that the console was not fully booting up. The technical support engineer (tse) had the fse to power on the surgeon side console (ssc) in standalone mode then see if it homed and check if information was in settings tab. The ssc did not power up fully and settings tab was blank. The tse recommended ordering ssc common compute controller (ccc). The tse then had the fse to connect the other console to the system, system powered up without issues. The tse then had fse connect suspect console to system and power up. Suspected console would not power up fully, the fse was able to replicate the 32321 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and taken to a programming station, where it was verified that it was bricked per ipc 1069151-01. The ccc was visually inspected, no issues were found. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause was determined to be a bricked ccc. This issue can be resolved by replacing the unit.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer had a 32321 error at power up. They were able to recover the error and the system powered up normally. They are concerned about this error as this is a new system. They are to continue with setup. There was no report of patient involvement or reported injury.